Manufacturer narrative:
Additional information has been requested and is currently not available. No trend analysis could be performed as no specific event information is available. Event summary: it is reported that a patient underwent revision surgery of her thr, which was implanted on (B)(6) 2017 by dr (B)(6) at (B)(6), on (B)(6) 2017 by dr. (B)(6) at (B)(6) due to unknown reasons. During revision, cup positioner was worn out. Only the shell and cup positioner were returned to zimmer biomet. It is unknown if the biolox head was revised or not. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis, according received information the device was discarded. Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis in the absence of necessaray information, it is impossible to perform a meaningful root cause analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes that might be leading to the issues reported are listed in dfmea. Conclusion summary it is unknown whether the biolox head was revised or not. Moreover, the reason of the revision surgery is unknown. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Should any additional information that changes the assessment become available, the case will re-evaluated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicted and zimmer (B)(4) considers this case as closed. Zimmer`s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, s, 32/- 3.5, taper 12/14 on the right side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to unknown reason.